Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, it was noted that the packaging of the MRI lead was labeled incorrectly and did not contain the MRI conditional symbol. The lead was not implanted. No patient complications have been reported as a result of this event.